Event description:
A caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller in reloading the same cartridge, and the caller was instructed to disconnect and deliver a 10.2 unit bolus, which resolved the issue.